Event description:
Device 1 of 3. Reference MFR reports: 3008829311-2017-00876 & 3008829311-2017-00877. Follow up information received identified the patient's symptoms have resolved.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00876 & 3008829311-2017-00877. It was reported during the patient's drg system implant procedure a cerebrospinal fluid leak occurred. A blood patch was performed and the drg system was implanted. The patient reported he experienced positional headaches.